Manufacturer narrative:
The system was serviced in the field and failed hardware tests. The camera was not functional. The camera was replaced and the failure was resolved. Concomitant medical products: product ID: 9735339, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera amber light started flashing with no functional operation of the camera. A medtronic representative was preparing a cranial scan for a surgical case later in the morning when it was observed that the light was flashing and no spheres could be seen. It was noted that the amber warning light flashing was in indicator of camera failure. The surgical case proceeded on time with another system. The field service engineer (fse) was onsite 20 minutes after the fault was discovered and confirmed that the camera was non functional and the camera was replaced. No patient was present at the time of the event. It was noted that the probable cause was that the camera was 13 years old and used regularly. It was likely that the old age and frequent use resulted in failure due to old age. There was no evidence of impact on the camera housing.

Manufacturer narrative:
H3) the camera was returned for analysis. Functional testing determined that the camera was malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.